Event description:
It was reported that during use of the cardiosave intra-aortic balloon pump (iabp), the tip of the ECG external input cable was found to be broken and is suspected to have remained inside the device. No patient harm was reported.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The tip of the broken jack was found to have fallen off. No contact with the circuit board or other parts were found. There were no issues such as short-circuiting during startup. An operational check was conducted. No problems were found.

Event description:
N/a.